Event description:
A woman reported that her mother-in-law experienced a corneal ulcer in her left eye after using complete moistureplus multi-purpose solution. She began to experience "drainage" in 2006. Two days latrer, her eye worsened and she went to an emergency room, where an ophthalmologist reportedly diagnosed a corneal ulcer in her left eye. Reportedly, he said that she could lose eyesight and may possibly have scarred tissue as a result. Reportedly, he prescribed several medications including cefazolin and tobramycin antibiotic eye drops. The ophthalmologist reportedly, examined the patient the next day and said the corneal ulcer was improving. Despite 3 follow-up attempts to the reporter, no further information was received. Root cause is unknown.

Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit was performed; results indicate that the product as released from the manufacturer was sterile and within specification.